Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that during opcheck on this defibrillator, a shock was not delivered. There was no pt involvement.